Manufacturer narrative:
No conclusions can be made. Based on the information provided in the medical records, this is a patient with a history significant for multiple abdominal recurrent hernia who experienced a hernia recurrence post implant of a "marlex" mesh. Hernia recurrence and adhesions are known inherent risks of surgery/use of the device.the instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the marlex mesh (bard flat mesh) (device #1). An additional emdr was submitted to represents the composix kugel mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per provided medical records: (B)(6) 2005 - patient was diagnosed with a recurrent incisional hernia and underwent open repair. Per operative notes, it was identified that the small bowel was densely adhered to marlex mesh (unspecified, device #1) which was directly placed on top of the small bowel. Later the mesh begun to erode into the terminal ileum, and this portion of small bowel was resected. Marlex mesh was removed completely from the peritoneum and a double layer of non-bard/davol vicryl mesh was implanted. Note: there were no product identifiers in the information received, therefore, based on the description of the ¿marlex mesh¿ device #1 will reflect an unknown bard/davol flat mesh. (B)(6) 2005 - patient diagnosed with recurrent incisional hernia and was scheduled for open repair. Per operative notes, extensive adhesiolysis was performed with removal of the small bowel from the abdominal wall and hernia defect margins. Once all of the bowel was mobilized, a 22x27 cm composix kugel mesh (device #2) was placed into the abdomen with the edges tucked into the fascial defect and sutured into position. (B)(6) 2010 - patient underwent open incisional hernia repair, intraabdominal lysis of adhesions and small bowel resection. Per operative notes, "on bilateral sides of the mesh, there was crimping and folding of the mesh (composix kugel device #2), and it appeared on the right lateral side that bowel may have herniated above the mesh." The mesh was cut down the middle and lysis of adhesions were performed. "At approximately the upper midline of the dissection, the small bowel was plastered to (composix) kugel patch on the internal anterior abdominal wall." "Once this adhesion was off, it was apparent that a full thickness enterotomy had been created in three locations where the bowel had been plastered up and taken down sharply. It was determined at this point that bowel resection would be more appropriate for primary closure of these defects." The composix kugel patch (device #2) was resected in components from the anterior abdominal wall.